Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to a onetouch ultra meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 6:30pm on (B)(6) 2016. At this time the patient obtained a blood glucose result of "4.3mmol/l" on the subject meter and "3.0mmol/l" on the other device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that 3 minutes prior to the alleged inaccuracy occurring they experienced symptoms of "sweating, shaking and heart beats" which they associated with having low blood glucose levels. In response to these symptoms the patient self-treated by consuming a "sweet drink." The patient stated that they felt that the subject meter had been reading inaccurately prior to obtaining the results which were reported, but did not specify any further specific results. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test on the subject meter. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issues began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.